Event description:
It was reported that the patient had recently undergone initial vns implantation surgery. The patient's grandmother stated that when swiping the magnet, the seizures seem to get worse. It was also stated that the patient was making sounds in her sleep, which were described as weird breathing noises. The patient's diagnostics were within normal limits. At the clinic visit, the magnet was swiped several times and did not appear to have any effect on the patient, but it was reported that the patient got tired. The patient has a history of sleep apnea and was referred for a sleep study. The patient's pcp was not concerned and was prepared to continue titration of the vns therapy, but the neurologist wanted to want until after the sleep study. No additional relevant information has been received to date.

Event description:
Follow up with the physician revealed that he was unsure that the patient's grandmothers' reports were accurate. The physician stated that he did not observe any worsening of seizures and did not think the magnet swipes worsened the seizures. It was reported that the patient's vns settings were escalated by one step. While he was unsure if the reported breathing noises were related to the vns, he was unable to assess whether the apnea was related to/worsened by the vns.